Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while the stapling phase on the pulmonary tissue, the device did not fire and the surgeon heard an break sound. They then used another stapler to resolve the issue in order to complete the case. There was no patient injury.